Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2015, a 29mm epic valve was successfully implanted. It was observed that the patient had severe annulus calcification. In (B)(6) 2022, moderate mitral regurgitation was suspected via echocardiography. On (B)(6) 2022, the patient presented to the facility with chest tightness on exertion and symptoms of heart failure. The patient was admitted to the hospital on (B)(6) 2022, for an exploratory operation. It was confirmed via transesophageal echocardiography that the patient had severe mitral regurgitation. A small amount of diuretic was administered. On (B)(6) 2023, the epic valve was explanted and a 29mm non-abbott valve was implanted as a replacement. After explant, it was observed that the epic valve was deteriorated. The patient was reported as stable. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received that a small hole was seen on one of the valve leaflets via procedure imaging. No additional information was provided.

Manufacturer narrative:
Explant due to mitral regurgitation was reported. The investigation found that leaflet 3 was torn. There were degenerative changes on all leaflets. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. The cause of the tear could not be conclusively determined; however, the degenerative changes noted to the tissue could have contributed to the tear formation. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear site, which could have contributed to the formation of the tear.